Event description:
It was reported when using the bd veritor¿ plus analyzer, one (1) patient sample resulted as negative for group a strep. The user questioned the negative result as the patient was symptomatic and a line was visually observed on the test cartridge. Immediately after visually reading the test cartridge, it was inserted into a second veritor analyzer and a positive result for group a strep was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ plus analyzer, one (1) patient sample resulted as negative for group a strep. The user questioned the negative result as the patient was symptomatic and a line was visually observed on the test cartridge. Immediately after visually reading the test cartridge, it was inserted into a second veritor analyzer and a positive result for group a strep was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer is providing discrepant results while comparing between two analyzers (catalog number 256066, serial number (B)(6). The customer received an initial negative result for group a strep; however, the patient was symptomatic. This negative result was questioned, and the same test cartridge was visually read and inserted into a second analyzer where a positive group a strep result was obtained. No verification cartridge testing was used to determine analyzer performance; however, it was noted qc passed. A replacement analyzer was provided to the customer. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Thus, the complaint is not confirmed. Device history record review for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.